Event description:
On 1st january 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the preventive maintenance activities being performed on the device, the corrosion was found on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1a initial reporter: (B)(6). E1b event site name: (B)(6). H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of g3a report source, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous g3a report source: foreign, user facility, company representative corrected g3a report source: user facility, company representative previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 1st january 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the preventive maintenance activities being performed on the device, the corrosion was found on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 1st january 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the preventive maintenance activities being performed on the device, the corrosion was found on the device. Based on photographic evidence the paint was peeling. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust and paint particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the preventive maintenance activities being performed on the device, the corrosion was found on the device, the brake screws were rusted. Based on photographic evidence the paint was peeling. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust and paint particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. As stated by subject matter expert at manufacturer¿s, the concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manuals mentions in the preventive maintenance to lubricate some parts of device. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: (B)(4). 3.0 general requirements for basic safety and essential performance. (B)(4) particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 1st january 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the preventive maintenance activities being performed on the device, the corrosion was found on the device. Based on photographic evidence the paint was peeling. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust and paint particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.